Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the el5ml complaint sample was visually inspected and a scrape of approximately 2 mm length was located on the surface of the tyvek lid at the edge of the blister flange. The package was partially opened for further inspection and the dye test was performed per tm5016 to ensure that the damage did not cause a break in the sterile barrier. The dye did not penetrate the tyvek or flow onto the blister flange. The complaint event could not be confirmed.

Event description:
It was reported that before an unknown procedure, the product was shipped with damaged packaging; the product was unsterilized and unusable. Unknown how case was completed. There were no adverse consequences for the patient.